Event description:
On 17/dec /2024, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2024 the patient experienced a fluid leak, discovered when the patient woke in bed. Per the nurse, it is unknown where or how the leak occurred. Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and initiated on prophylactic antibiotic therapy with oral keflex per clinic protocol for the fluid leak. The nurse stated the liberty cycler has been discarded and lot number is unknown. On 15/dec/2024, the patient had symptoms of abdominal pain, diarrhea and cloudy pd effluent and was hospitalized. The nurse reported that the patient had a pd culture obtained. However, the pd culture results are not available. The patient is receiving intra-peritoneal (ip) antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient reportedly is receiving pd therapy (details are unknown) and remained hospitalized at the time follow-up was performed. Per the nurse, the cause of the peritonitis is unknown, and it cannot be determined if the event is due to the reported fluid leak.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient reportedly experienced a fluid leak prior to developing peritonitis. Based on the reported information, it cannot be determined what may have caused the leak to occur. While the cause of the peritonitis is unknown, the liberty select cycler/liberty cycler set cannot be excluded from the peritonitis event due to the known risk of peritonitis when a breach in the sterile pd circuit occurs.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized for peritonitis. In additional follow-up, the pd nurse stated that on (B)(6) 2024 the patient experienced a fluid leak, discovered when the patient woke in bed. Per the nurse, it is unknown where or how the leak occurred. Subsequently, on (B)(6) 2024, the patient was seen in the outpatient pd clinic and initiated on prophylactic antibiotic therapy with oral keflex per clinic protocol for the fluid leak. The nurse stated the liberty cycler has been discarded and lot number is unknown. On (B)(6) 2024, the patient had symptoms of abdominal pain, diarrhea and cloudy pd effluent and was hospitalized. The nurse reported that the patient had a pd culture obtained. However, the pd culture results are not available. The patient is receiving intra-peritoneal (ip) antibiotic therapy in the hospital (details are unknown) for peritonitis. The patient reportedly is receiving pd therapy (details are unknown) and remained hospitalized at the time follow-up was performed. Per the nurse, the cause of the peritonitis is unknown, and it cannot be determined if the event is due to the reported fluid leak.